Manufacturer narrative:
On (B)(6) 2022, the customer processed the same sample five times. The results were not reproducible. On (B)(6) 2022, the complete arm of a mechanism was changed. On (B)(6) 2022, the customer processed 15 samples with reproducible results. On (B)(6) 2022, the customer sent samples for reprocessing to a reference laboratory that uses a cobas 6000. Similar results were obtained. On (B)(6) 2022, the fsr indicated that the results are now reproducible and that local maintenance has solved the issue. The investigation determined that the event was caused by a maintenance issue (exchange of mechanism). There was no indication of a reagent problem. H3 other text : na

Event description:
The initial reporter received questionable a1cx3 (tina-quant hemoglobin a1cdx gen.3) results for four patient samples tested on a cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. On (B)(6) 2022: sample 1 the initial result was 17.4 %. The repeat result was 23.9 %. Sample 2 the initial result was 9.18 %. The repeat result was 7.5 %. Sample 3 the initial result was 7.01 %. The repeat result was 6.03 %. For sample 3, the reporter detected that the glucose result did not coincide with the hba1c result which prompted the rerun of the sample. On (B)(6) 2022, the field service representative (fsr) changed one of the solenoid valves (sv). On (B)(6) 2022, the following questionable results were obtained: sample 4 the initial result was 6.08 %. The repeat result was 7.1 %. Sample 5 the initial result was 7.02 %. The repeat result was 5.5 %. Sample 6 the initial result was 7.01 %. The repeat result was 6.03 %. Sample 7 the initial result was 8.03 %. The repeat result was 5.7 %. On (B)(6) 2022, the field service representative (fsr) changed the pipette and printed circuit board (pcb). He also adjusted the ultrasonic agitators as the frequencies did not match those of the agitator. The issue was not resolved. Sample 8 the initial result was 15.7 %. The repeat result was 7.16 %. The repeat results were deemed correct.  The reagent lot number was 62958201 with an expiration date of 31-aug-2023.

Manufacturer narrative:
In MFR report ref #1823260-2023-00027-00, the first line of b5 - describe event or problem should have been: "the initial reporter received questionable a1cx3 (tina-quant hemoglobin a1cdx gen.3) results for eight patient samples tested on a cobas pro c 503 analytical unit." Instead of: "the initial reporter received questionable a1cx3 (tina-quant hemoglobin a1cdx gen.3) results for four patient samples tested on a cobas pro c 503 analytical unit."

Manufacturer narrative:
MDR codes component code and eval conclusion code were updated.